Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during three surveillance culturing at the user facility, the subject device tested positive for the following some kinds of bacteria. The biopsy channel of the subject device tested positive for pseudomonas aeruginosa on (B)(6) 2016. And the air/water channel tested positive for pseudomonas aeruginosa and achromobacter sp.. Total of microbial colony count is >100 cfu. The biopsy channel of the subject device tested positive for pseudomonas aeruginosa (1cfu) on (B)(6) 2016. And the air/water channel tested positive for bacillus sp. (1cfu). The biopsy channel of the subject device tested positive for pseudomonas aeruginosa (70 cfu) on (B)(6) 2016. The user facility reported that the subject device had been reprocessed using a non olympus automated endoscope preprocessor soluscope 4. There was no report of infection associated with this report.